Manufacturer narrative:
(B) (4). (B) (4). A visual examination of the returned device has been performed. It was noted that the sample has a 3 cm cut in the middle, possibly from a scalpel. No collagen film remains attached to the textile, but it is impossible to determine if it is due to a film detachment during use or because of the degradation of the sample after explantation. The sample is too degraded to perform additional testing. The root cause can not be determined.

Event description:
Procedure: incisional hernia repair. According to the report: during implantation, detachment on the mesh was seen. No patient injury reported.